Event description:
It was reported that the lead integrity alert triggered and oversensing was observed. The lead will remain implanted. No patient complications were reported as a result of this event. It was later reported that the right ventricular lead had noise which was suspected to be external. It was also noted that due to the patient's medical condition the lead was left implanted but the high voltage therapies were programmed off. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered and oversensing was observed. The lead will remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.